Event description:
It was reported that a patient had 'excruciating' back pain. The reporter stated that the patient's legs were vibrating, and the voltage was turned down to help with this, but the patient was in a lot of pain. It was noted that this started to happen after the patient bent over to help someone who had fainted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).